Event description:
It was reported that the patient presented for an implant procedure. Prior to the procedure, it was noted that the implantable cardiac monitor (icm) exhibited unexpected reset. The icm was not used and replaced during the procedure. There were no patient involvement.

Manufacturer narrative:
The reported event of unexpected reset was confirmed and the reported event of premature battery depletion was not confirmed. The device was received in a reset mode, with battery voltage above the elective replacement indicator (eri). A device history record (DHR) review was performed to verify that all manufacturing and inspection operations were completed as required. The product passed all quality control tests prior to distribution. The device was successfully restored from the service app to the therapy app, and the battery was at full capacity. Backup operation was reproduced under cold temperature conditions, consistent with an integrated circuit anomaly. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity.

Event description:
Additional information received confirmed that the insertable cardiac monitor (icm) exhibited premature battery depletion.